Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit damaged/bent the comb. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 7, 2017, it was reported that the unit was damaged and had a bent comb. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times. The last repair was (B)(6), 2017 where it was reported that the platform has cuts on the edges and a round edge and the damaged comb and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on november 15, 2017 revealed that the calibration and test mesh could not be taken due to the bent comb. The side plates, roller, and gear all had visual damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the unit was damaged and had a bent comb¿ was confirmed since during initial inspection the pre-testing could not performed due to the bent comb. The side plates, roller and gear were all damaged too. The root cause of the damaged device and bent comb cannot be specifically determined with the provided information. The issue was resolved with the replaced roller, worn bushings, worn side plates, damaged comb, and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).